Manufacturer narrative:
Additional information received that the pump connector had a crack on it and the patient outcome was reported to be well. System components cylinder model- 72404292 lot sn- (B)(4) mfg date- 04/22/2015 exp date- 04/06/2020 gtin- 00878953003948. Reservoir model- 72404161 lot sn- (B)(4) mfg date- 04/22/2015 exp date- 04/06/2020 gtin- 00878953003238.

Event description:
It was reported that the patient experienced a replacement of an inflatable penile prosthesis (ipp) pump due to a connector disorder. A patient outcome was not reported.

Manufacturer narrative:
Malfunction was reported. The ams700 momentary squeeze pump was visually inspected. No leak was found. The pump was not functionally tested due to contamination. System components cylinder model- 72404292 lot sn- (B)(4) mfg date- 04/22/2015 exp date- 04/06/2020 gtin- 00878953003948. Reservoir model- 72404161 lot sn- (B)(4) mfg date- 04/22/2015 exp date- 04/06/2020 gtin- 00878953003238.

Event description:
It was reported that the patient experienced a replacement of an inflatable penile prosthesis (ipp) pump due to a connector disorder. A patient outcome was not reported.

Manufacturer narrative:
System components: cylinder: model- 72404292, lot sn- 930642003, mfg date- 04/22/2015, exp date- 04/06/2020, gtin- (B)(4). Reservoir: model- 72404161, lot sn- 932001005, mfg date- 04/22/2015, exp date- 04/06/2020, gtin- (B)(4).

Event description:
It was reported that the patient experienced a replacement of an inflatable penile prosthesis (ipp) pump due to a connector disorder. A patient outcome was not reported.